Event description:
It was reported that an ilet user experienced an ¿unable to proceed¿ condition during a supply change, with the device displaying alert 41 indicating an insulin absolute range error and immediately failing to rewind despite multiple restart attempts. No reported adverse clinical effects. Outcomes included continued therapy interruption and use of continuous glucose monitor (cgm) via the dexcom app or receiver while awaiting a replacement device. Investigation included internal review of device alerts and remote troubleshooting with user education on shutdown and data sync. Investigation of this case revealed a device malfunction consistent with an insulin delivery system absolute range error. It was concluded that the device should be replaced and that data on the device would not transfer to the replacement, requiring a standard startup.